Event description:
Additional information received indicated that patient underwent surgical intervention where the ipg was explanted and replaced. Reportedly effective therapy was restored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient pc was displaying end of life message and was confirmed in the cp as well. Patient used high amplitude stimulation. Surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
B3- date of event is estimated.